Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During second inflation at 10 atmospheres, the balloon ruptured from an overall horizontal cracking. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.